Manufacturer narrative:
Investigation : the run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was likely a result of an escape of wbcs from the lrs chamber that began near the start of the collection. Based on the signals, it cannot be ruled out that this disruption may have been due to an occlusion or air block in the plasma line in the centrifuge that disrupted the expected flowrate through the lrs chamber. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: w044220569257 the platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The customer provided donor cbc results and product bag sysmex hematology analyzer and adam analyzer results to aid in the investigation. The donor cbc confirmed the following: - the donor's wbc is 6.71e3/ul which is within the normal range of 10e3/ul. - the donor's platelet count is 260e3/ul which is within the normal range. The mother bag was tested on the sysmex hematology analyzer and the resulting wbc count of 0.09e3/ul lead to additional testing on the adam analyzer. The adam analyzer results are as follows: mother bag: 46.54e6/473 ml split 1: 23.66e6/229 ml split 2: 24.41e6/230 ml root cause: the signals in the run data file indicate that the higher-than-expected wbc content in the platelet product was likely a result of an escape of wbcs from the lrs chamber that began near the start of the collection. Based on the signals, it cannot be ruled out that this disruption may have been due to an occlusion or air block in the plasma line in the centrifuge that disrupted the expected flowrate through the lrs chamber.